Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monoplar curved scissors instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ orange tip exposed on instrument. Fa received the instrument with deep scratch marks of various lengths on the surface of the tube extension with material removed. The missing material from the tube extension was not returned with the instrument and any potential fragments missing from the tube extension would not be retained by the tip cover for the instrument. The known cause of this failure is mishandling/misuse.

Manufacturer narrative:
The mcs instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the mcs instrument broke off and it is unknown if the missing fragment fell inside the patient. Although there was no report of patient harm, adverse outcome or injury, at this time the location of the fragment is unknown.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, an exposed "orange tip" of the monopolar curved scissors (mcs) instrument was identified. It was stated that about 2mm was chipped off the mcs shaft and it is unknown if it fell inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative(csr) and obtained the following additional information: the customer reviewed video footage of the surgical procedure and did not see a fragment fall into the patient. The customer inspected the instrument prior to use and never saw it collide with another instrument or hard material. There was no friction when the instrument was removed from the surgical field. The customer confirmed that an x-ray test was conducted in search of the missing fragment and the x-ray came back negative for foreign fragments within the patient but the surgeon indicated that the potential missing piece might have been too small to be identified via the x-ray results. At this time, the location of the fragment is unknown.